Event description:
It was reported that the implantable cardioverter defibrillator (ICD) alerted due to high out-of-range shock impedance. The right ventricular (rv) lead trend showed that the impedance had gradually increased over time, with regular spikes in measurements. The ICD and rv lead remain in service. No adverse patient effects were reported.